Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead helix deployed unexpectedly and the physician was unable to retract it. The lead was not implanted. No patient complications have been reported as a result of this event.